Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. Additional information, including post primary and pre revision x-rays and the return of the explanted devices were requested in order to progress with this investigation, however, not all were provided. Therefore, there was limited information available for the investigation. The appropriate device details were provided for the two trinity biolox delta ceramic heads that were revised in this case and the relevant device manufacturing records were identified and reviewed. All parts associated with these records conformed to material and dimensional specification when manufactured. The initial reporter stated that the root cause of this event was operative technique and did not, therefore, occur as a result of a malfunction or failure of a corin device. Based on this, corin now consider this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Primary surgery for metafix / trinity was performed on (B)(6) 2015, the surgeon trialled a 0mm offset head which was tight so the surgeon used a -4mm head. On the (B)(6) 2015 patient underwent a revision surgery due to dislocation. The trinity biolox delta ceramic head was revised and the other devices were left in situ. A further revision surgery was performed on (B)(6) 2016 due to dislocation. Again, the biolox delta ceramic head was revised and the other devices were left in situ.